Event description:
It is reported that a customer had issues with the keypad on their insulin pump. The patient's blood glucose level was over 300 mg/dl at the time of the call. The customer stated they received a no delivery alarm from the pump as well. The customer stated that their buttons on their pump were sticking. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, prime and excessive no delivery alarm test. No excessive no delivery alarms noted. The insulin pump functioned properly. All buttons functioned properly, however moisture damage noted on keypad traces during visual inspection. The insulin pump was received with cracked case on display window corners, minor scratched liquid crystal display window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.